Event description:
It was reported that 703 days following a percutaneous coronary intervention (pci) bare metal stenting treatment procedure the pt presented with recurrent angina and restenosis, requiring subsequent reintervention. The index procedure treated the 99% stenosed 15mm target lesion located in the 1st right posterolateral branch. Treatment consisted of pre-dilation with a maverick balloon, the placement of a 2.75x20mm express 2 bare metal stent and post dilation resulting in 0% residual stenosis. Medications administered during the index procedure were heparin, bivalirudin, aspirin, clopidogrel, beta blockers and statins. At 703 days following the index procedure the pt presented with angina resulting in an abnormal stress test and a subsequent diagnostic catheterization procedure revealing a 90% in stent restenosis in the target lesion. On day 710 the pt underwent a scheduled pci with an unk cutting balloon resulting in 20% residual stenosis. Ivus confirmed in stent restenosis of a bare metal stent. The pt was discharged the next day. The event relationship to the device was listed as "probably related".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.